Manufacturer narrative:
After further review, section d.4 primary unique device identification (UDI) number has been corrected accordingly.

Manufacturer narrative:
A product history record (phr) review of lot 18180343 revealed no anomalies or non-conformances during the manufacturing and inspection processes that could be associated with the event reported.

Manufacturer narrative:
As reported, there was a slide of the guidewire of the 5f avanti plus introducer with mini guidewire into the left ventricle during pericardiocentesis. The patient underwent open ventricular septal defect repair; tricuspid valvuloplasty and right ventricular outflow tract unblocking plus guidewire removal for hemostasis and other treatments. Approximately five days prior to the event, the patient underwent ventricular septal defect occlusion. On the day of the event results of a cardiac ultrasound suggested pericardial effusion and mild tricuspid valve closure insufficiency. Without the return of the device or images for analysis, the reported customer event ¿mini guidewire-fractured-separated¿ could not be confirmed. Procedural/handling factors may have contributed to the reported event. Users are trained to inspect for signs of damage prior to and during use. Any product with damage is not to be used. Information for safety is provided in the products labeling with the intent to make the user aware of the risks. According to the instructions for use (IFU), although not intended as a mitigation of risk, ¿inspect the system contents for any signs of damage; do not use if any damage is present. Do not withdraw the guidewire back though the metal cannula of the needle after it has been inserted as it may damage the guidewire.¿ based on the available information, there is no indication that the event is related to the device design or manufacturing process. Therefore, no preventive or corrective actions will be taken at this time.

Event description:
Multiple attempts to obtain supplemental information were made including the return of the device; however, additional event details and product return information were not provided.

Manufacturer narrative:
The device is available for analysis but has not yet been received. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, there was a slide of the guidewire of the 5f avanti plus introducer with mini guidewire into the left ventricle during pericardiocentesis. The patient underwent open ventricular septal defect repair; tricuspid valvuloplasty and right ventricular outflow tract unblocking plus guidewire removal for hemostasis and other treatments. Approximately five days prior to the event, the patient underwent ventricular septal defect occlusion. On the day of the event results of a cardiac ultrasound suggested pericardial effusion and mild tricuspid valve closure insufficiency. The device is expected to be returned for evaluation. The hospital reported it as an adverse event to the china nmpa directly. Please upgrade this case to ae.